Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. Neither the product nor the data logs were returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78 year old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the purge side arm started to leak at the yellow luer after extension tubing was added to purge. A purge reservoir and filter bypass was performed. Sodium bicarbonate was used in the purge. There was no patient harm reported.